Manufacturer narrative:
(B)(6). Section d4: complete device identification has not been provided by the healthcare facility. Section h11: fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event, and the subject device. We have also requested the return of the subject mr850afu respiratory humidifier to f&p healthcare new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative an event involving an mr850 respiratory humidifier. It was reported that an intubated patient experienced secretions, and a partially blocked orotracheal tube. The healthcare facility also reported that the patient's oxygen saturation decreased to 83%, and an emergency reintubation was performed. The healthcare facility reported that at the time of the event, the humidifier displayed an alarm and a temperature of 25c. F&p healthcare is currently in the process of obtaining further information about the reported event.